Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with the right plunger case was cracked. Event history log review was performed and found force sensor error in history. Visual inspection, multiple flow, occlusion testing and check force calibration were performed. Investigation could not duplicate customer stated problem due to the force calibration been in factory spec during testing. According to the investigation, services replaced the pump force sensor as a preventative measure. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited board issue. No reported adverse effects.